Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that device entrapment occurred. A 38 x 3.00 promus elite was advanced for treatment. However, it was stuck on the guidewire. The wire was cut to remove the device. The procedure was completed with another of the same device and no patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device is a combination product. A promus elite us mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged and bunched. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon was squashed and damaged along its whole length. A visual and microscopic examination of the tip showed that the distal end of tip was damaged and stretched distally. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found that a 0.0125 guidewire was returned stuck in the wire lumen of the device; the device measurement was within the specification for the recommended guidewire for this device. Multiple sites of bunching and stretching damage were noted along the shaft polymer extrusion. The guidewire could not be removed from the wire lumen during analysis due to the bunching noted on the inner shaft polymer extrusion. A mid shaft extrusion break was also noted on the proximal side of the port bond. No other issues were noted during analysis.

Event description:
It was reported that device entrapment occurred. A 38 x 3.00 promus elite was advanced for treatment. However, it was stuck on the guidewire. The wire was cut to remove the device. The procedure was completed with another of the same device and no patient complications were reported and the patients status is stable.